Manufacturer narrative:
The breathing circuit and the breathing bag were returned in good condition. No fault nor abnormalities were seen in the returned device. A leak test was performed and no leaks were able to be confirmed. There was no fault found with the returned device. The manufacturing site was notified of this occurrence of this event and recorded this event in a database to monitor the future occurrence status. Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical product was leaking air from the breathing circuit. There was no patient injury and no reported adverse events.